Event description:
In 2008, the pt reported that he received an e6 (mechanical) error on his infusion device. He is using the correct battery type, and the battery has been in use for 15 days. The pt was instructed to change the battery. The pt then attempted to perform the change cartridge procedure and the infusion device made an abnormal noise during piston rod retraction and the piston rod slowed. The infusion device then alarmed e10 (cartridge) error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.